Event description:
During an anterior cruciate ligament reconstruction using the biosure ha 8mm x 25mm, it was reported the screw is broken. The device broke in the patient and was completely removed. The backup device was placed in the original prepped hole after a twenty-five minute procedural delay. The patient was a young man and his bone quality was reported as fine. A tap was used for site prep, graft was 8 mm and tunnel size was 8mm.. There were no patient injuries or complications.

Manufacturer narrative:
Device evaluation: one 8x25mm biosure ha screw was returned for evaluation. Visual assessment confirmed the reported breakage of the screw. The threads of the screw have broken off mid-point of its length. With the limited clinical details provided regarding graft type we are unable to determine a root cause for this incident. The outer diameter and wall thickness of the returned screw was measured and found to meet print specifications. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).